Event description:
It was reported that during a stenting treatment procedure, the stent did not fully expand. The target lesion was located in the left anterior descending (lad) artery. First the right coronary artery (rca) was treated. Treatment consisted of pre-dilation with a 2.75x15mm apex balloon with 8 inflations, with the maximum inflation to 12 atms for 10 seconds. Then three promus element plus (pep) stents were implanted in the rca, a 2.75x24mm pep was deployed at 11 atms for 11 seconds, a 2.75x28mm (pep) at 12 atms for 30 seconds and a 3.0x12 (pep) at 12 atms for 22 seconds. Post dilation was performed with a 3.0x15mm nc quantum apex balloon with 8 inflations, with the maximum inflation to 20 atms for 20 seconds. Next, a 3.0x12mm pep was advanced and deployed in the lad at 12 atms for 22 seconds, but the physician noted that the stent did not expand as well as he expected. A non-bsc wire was advanced but would not cross the lesion. A buddy wire was then placed and post dilation was performed with a 3.5x8.0mm nc quantum apex balloon with 4 inflations, with the maximum inflation to 20 atms for 23 seconds. The procedure was successfully completed. No additional patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).